Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos and one (1) video were provided for investigation. Both the photos and the video were reviewed and the indicated failure mode for gel globules in the serum, fibrin strand and poor barrier separation were observed. Additionally, 100 retained samples were visually inspected, and no gel defects or additive abnormality was found. Complaints for sample quality for the month of august 2024 were not under statistical control therefore factors that may contribute to oil gel globules, fibrin strand and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, fibrin, poor barrier separation and oil gel globules, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules, fibrin strand and poor barrier separation based on the photo and video analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed sample quality issues causing frequent s1 probe alarms on (10) tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter city: additional name applies: (B)(6). Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and the video were reviewed and the indicated failure mode for poor barrier separation, fibrin and oil gel globules were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no gel issue or additive abnormality was observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation, fibrin and oil gel globules. Bd was not able to identify a root cause for the indicated failure mode, however, it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact on the quality of the serum. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed sample quality issues causing frequent s1 probe alarms on (10) tubes. No patient impact reported.